Manufacturer narrative:
Integra completed its internal investigation 8/28/2015. The investigation included: method: -DHR review, -complaint trend, -visual inspection. Results: device history record reviewed for s-1199 manufactured 07/27/2011 show no abnormalities related to reported incident found. This device passed all required inspection points with no associated mrr¿s, variances or rework. This device was last serviced on 05/06/2015. A two year look back for the reported failure this product ID shows that 15 complaints were received including this case. The hand piece and width clip set received, no guard attached or received. 4¿ width clip failed inspection but the 2¿ and 3¿ width clips are in tolerance. Head assembly is in tolerance on all calibrated points. Hand piece does not function due to thumb switch stuck in off position. During the evaluation all internal assemblies passed inspection, motor has good amperage, end cap assembly including micro switch function correctly. Reason for return confirmed; dried krytox lubricant found on actuator rod, no krytox found in the handle shaft. Krytox was found on the other side of the bal seals outside of the actuator rod shaft indicating something may have washed the lubricant out. In summary, the end users reason for return was verified. The most likely reason is because the lubricant on the actuator rod dried up.

Manufacturer narrative:
The device involved in the reported incident has been returned. The device evaluation is in progress. The result of the device evaluation will be reported in a follow up MDR submission.

Event description:
It was reported there was no power in the hand piece. The device had just been repaired. There was no pt involvement for this event.